Event description:
Report received from (B)(6) stating that the device was experiencing an "e2 error code." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).